Event description:
It was reported that a patient using the ilet experienced recurrent rebound hyperglycemia with a reported value of 39 mg/dl after treating low glucose that were trending down but remained within range, and the patient was counseled on correct hypoglycemia treatment to use up to 15 grams of fast-acting carbohydrates and recheck after 15 minutes. Symptoms included low glucose sensations prompting treatment. Outcomes included transient hyperglycemia following overtreatment of hypoglycemia. Investigation included review of uploaded device and continuous glucose monitor (cgm) reports and provision of troubleshooting and education. Investigation of this case revealed user-related overtreatment of low glucose as the primary factor, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education needs.

Manufacturer narrative:
Initial